Event description:
Report received from (B)(6) stating that the bearings of the device were damaged. It is unk if the device was used during surgery or if injury occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).